Manufacturer narrative:
The investigation determined that a vitros ft3 result was potentially metered from the wrong tray/cup position when processed on a vitros 5600 integrated system. The investigation identified a software anomaly triggered by a sequence of events which allows a sample to be metered from the wrong tray/cup position. This can lead to a result or series of results to be associated with the incorrect patient. Ortho is actively investigating this issue.

Event description:
A retrospective review of econnectivity data identified a vitros ft3 result potentially metered from the wrong tray/cup position (patient a vitros ft3 result of 4.74 pg/ml) when processed on a vitros 5600 integrated system. It is unknown if the result was reported to a clinician. Since the customer did not report the result directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results were not and could not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).